Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)

Event description:
Adverse event: overcorrection, decentered ablation. A surgeon reports a pt with a decentered ablation following refractive surgery over iol implants. The pt is overcorrected and not happy with the outcome. The records indicate an improvement in bcva postoperatively with an unexplained decrease in ucva. Add'l info has been requested. The safety and effectiveness of this laser system ahs not been established for pts with previous corneal or intraocular surgery.